Event description:
Solicited call to infusion rn rita regarding pump issue. Per rn pump was reading down occlusion. Rn was not able to clear the down occlusion code, pt was able to complete the infusion with using a d-a-f tubing without difficulty. Rn requesting a new pump for the next infusion serial number (B)(4), exp date 08/20/2021. Rn reported no side effects due to pump malfunction. No add'l info or dates available. Reported to (B)(4) by health professional.